Manufacturer narrative:
Date of event entered is an estimated date because the exact date of event was not provided.

Event description:
It was reported that the ambicor penile prosthesis (app) is going to be revised on a future date due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.